Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose levels. Caller stated patient felt bad, vomited and was taken to the hospital by his mother. Caller reported patient's blood glucose reading was 580 mg/dl; tried to correct via pump without success. Caller stated while at the hospital, patient received insulin via syringe and was connected to a perfusor with nacl; blood glucose readings decreased. Requested return of the alleged device for evaluation.